Manufacturer narrative:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (serial #: (B)(4)) displayed, "system error, out of service, revert to manual CPR, " upon powering on. The root cause of the system error was due to a defective processor board, as a result of normal wear and tear. The autopulse platform was manufactured in june 2006, and is 14 years old, well past beyond its expected service life of 5 years. Unrelated to the reported complaint, a missing battery partition was observed on the autopulse platform during visual inspection. The missing battery partition was likely due to user mishandling. The autopulse platform failed initial functional testing due to, "system error, out of service, revert to manual CPR," error message. During archive data review, it showed latch error 136 (internal parameter corrupted) with corrupted date and time. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair, and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial#: (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (serial #: (B)(4)) displayed, "system error, out of service, revert to manual CPR, " upon powering on. No patient involvement.